Manufacturer narrative:
Analysis of the tined lead found the #1, #2, and #3 conductors on the distal end corroded. The #1 conductor corroded approximately 2.75 mm from the weld site. The #2 conductor corroded approximately 3.50 mm from the weld site. The #3 conductor corroded approximately 3.25 mm from the weld site. Open circuits were noted on these conductors. The respective conductor welds were also corroded. Conductor #0 was okay.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that in the operating room during a device implant, electrical impedances were tested from 0.5 volts up to 2.5 volts and all impedances were greater than 4000 ohms. The physician removed the lead and wiped it before re-inserting into the header block and high impedances continued. The physician removed the lead and implantable neurostimulator (ins) and high impedances continued. The physician also turned off the overhead lights and c-arm and impedances were still high. The patient was getting bellows and toe flicks at a low amplitude of 2 volts. The physician wasn't comfortable with the impedance and explanted the inss and leads. The patient was rescheduled for surgery for a later date. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.